Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having difficulty recharging their implanted neurostimulator (ins) since a couple days ago. Patient service specialist helped the patient inspect the recharger antenna cord and desktop charger cord, but no visible damage was detected. Patient services specialist (pss) had the patient plug the desktop charger cord into the wall outlet and confirmed the green light was turned on. Patient attempted to recharge their ins, but they only had 2 coupling bars filled in. The issue was not resolved. An email was sent to the repair department to replace the recharger antenna cord. Additional information received from the patient. Pt called back and stated that they got the replacement antenna, but started having trouble charging their implant again last night. Pt said the ins charging screen was only showing 2 coupling boxes filled in. Pt had tried charging for 6 hours today but still only 2 boxes were filled. Pt tried charging during the call and reported 0 coupling boxes filled in. Pt turned the dial all the way around, a quarter turn at a time, but still had 0 boxes filled in. Pt attempted to reposition the antenna, but still no boxes filled. Patient services (pss) redirected to hcp to check on ins/charging and contact a rep as pt already got a replacement recharging antenna.

Manufacturer narrative:
Continuation of d10: product ID: 37791. Lot#: serial#: unknown. Implanted: explanted: product type recharger medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.